Event description:
It was reported the patient had his spectra penile prosthesis removed due to infection. The patient was reimplanted with a spectra penile prosthesis cylinder no the right side only. No further patient complications were reported in relation to this event.